Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator failed the crossover circuit test due to check valve 2 leak (3109). The customer reported there was no patient involvement.